Manufacturer narrative:
Manufacturer¿s analysis was not able to confirm the customer comment; no anomalies were found. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze while programming the implanted device, and it was unable to be confirmed whether or not programming of the device was accomplished. The programmer was power cycled, and programming of the implanted device was confirmed. The programmer has been returned for repair. No patient complications have been reported as a result of this event.